Event description:
First noticed joints in hands sore, still painful knees, cognitive function impaired, unable to speak without stammering and mind goes blank, horribly fatigued, hair loss, ringing in ears (tinnitus), muscles weakened, eyes bloodshot and too dry to wear contact lenses anymore (after 25 years of use), lupus diagnosis, swollen lymph nodes in neck, trouble breathing (rapid), heart pains, feeling like I'm dying. All maladies attributed to aging and lupus until I learned of breast implant illness in (B)(6) 2017 and began researching probability of my bilateral reconstruction breast implants as cause. FDA safety report ID# (B)(4).